Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when tried to pour sterile distilled water in the foley catheter during pretest, it could not be poured.

Event description:
It was reported that when tried to pour sterile distilled water in the foley catheter during pretest, it could not be poured. Per investigator notification on 03oct2024, it was found that the difficult to deflate during sample evaluation.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Inflated the balloon with 10ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water), concentricity was found within specification (60:40). The catheter rested with no leaks. The returned syringe was connected and after 5 minutes only 2.4ml were returned. The inhouse syringe was connected and after two minutes and 50 seconds all the remaining solution was returned. The test (inflation and deflation) was performed again with the inhouse syringe only and the balloon passively deflated in two minutes and 53 seconds. The reported event is considered unconfirmed. No root cause could be found because the reported event was unconfirmed. As the reported event was unconfirmed a DHR review was not required. As the reported event was unconfirmed a labeling review was not required. Correction: e, d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.